Event description:
It was reported that there was an issue with the device's downstream occlusion (dso) seal. There was unknown patient involvement.

Manufacturer narrative:
The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed. The tests found a damaged downstream occlusion (dso) seal. The customer's problem was replicated, and the primary problem was a damaged dso seal. The dso seal was replaced to fix the issue.